Event description:
Reporter indicated experiencing an episode of severe chest pain. The hospital performed a cxr and informed the patient that "it looked like it may have been detached." The patient did not know what was meant by this statement, and was referred the neurologist. The patient also reported experiencing an increase in seizures. The patient's seizure activity level prior to being implanted with vns is unknown. Follow up with the neurologist revealed diagnostic testing was within normal limits and was not at end of service. The pt elected to have the generator replaced. Good faith attempts to obtain additional info have been unsuccessful to date.